Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 had failed. The user stated that the ongoing cubie failures within the drawer had resulted in multiple cubies needing to be ejected, which had reduced the available storage locations in that drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) reseated the rowboard cable and performed functional testing on the drawer. The customer confirmed that the drawer operated correctly after the fix. The system functioned as intended after the field service engineer (fse) resolved the issue.